Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump infused at quicker rate than stated. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer.

Manufacturer narrative:
Omit : if other specify, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : adverse type, event attributed to, describe event or problem ,device available for eval?,type of reportable events a follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pump infused at quicker rate than stated. There was patient involvement, but the outcome is unknown. Additional information received (B)(6) 2024 - customer stated: there was "temporary harm to the patient". Timely medication was administered with no significant harm." Although requested no additional information will be provided by the customer, devices shipped and received.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pump module infused at quicker rate than stated was not confirmed during the review of the logs or replicated during laboratory testing. Laboratory test results performed on the suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Although the reported event date was (B)(6) 2024, there were no infusions programmed for the given date. The facility did not provide infusion details for this event based on the review of the pcu event log, on (B)(6) 2024 at 1:09 pm, a guardrails drugs infusion was programmed and started for drug ID 170; dopamine (400mg/250ml) with a patient weight of 77kg, a dose of 3mcg/kg/min, a rate of 8.6ml/hr and a volume to be infused (vtbi) of 100ml. At 1:19 pm, the pump module was channeled off with a calculated primary volume infused of 1.272ml. At 2:59 pm, the guardrails drugs infusion was restored and started for drug ID 170; dopamine (400mg/250ml); the dose was updated to 1.5mcg/kg/min. From 3:11 pm through 5:19 pm, the dose was updated eighteen (18) times from 1.5mcg and ending at a dose of 1.25mcg (rate= 3.60ml/hr). On (B)(6) 2024 at 12:04 am, the pump module was then channeled off with a calculated primary volume infused of 66.601ml. A review of the pcu and pump module error logs showed no errors were recorded related to the reported incident. Review of the pcu event log could not determine why the programmed infusion doses were updated eighteen times (18) times prior to the pump module being channeled off.

Event description:
It was reported that the pump infused at quicker rate than stated. There was patient involvement, but the outcome is unknown. Additional information received 21mar2024 - customer stated: there was "temporary harm to the patient". Timely medication was administered with no significant harm." Although requested no additional information will be provided by the customer, devices shipped and received.